Manufacturer narrative:
(B)(4). This is an initial final report as the reportable malfunction was determined at investigation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome by flextronics on november 8, 2019 revealed that the motor was not stable. The motor speed was continuously slowing. The needle bearing and external e-rings were missing. The insulation of the cable was damaged and the device was outside calibration specifications. The control bar was not in the correct position. The machined head was damaged and the reciprocating arm was worn. Repair of the electric dermatome was performed by flextronics on (B)(6) 2019 which included replacement of the machined head, reciprocating arm, needle bearing, external e-rings, plug harness assembly, shaft bearings, sleeve bearings, fine adjustment cams, screws and motor. Electric dermatome, serial number (B)(4), was then tested and functioned properly. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the motor was not stable. The motor speed was continuously slowing down. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
The device does not work. The engine was blocked. The event occurred before surgery and there was no patient involvement. An alternate device was used to complete the procedure. At evaluation investigation of the device, the motor speed was continuously slowing. No adverse events were reported as a result of this malfunction.